Manufacturer narrative:
H10: catalog number and lot number of device is unknown - full UDI/gtin is not available h6: the quality investigation is complete.

Event description:
It was reported during testing, a bur break was observed. It was also reported that this event did not occur during a surgical procedure and there was no delay, adverse consequences or medical intervention as a result of this event.

Event description:
It was reported during testing, a bur break was observed. It was also reported that this event did not occur during a surgical procedure and there was no delay, adverse consequences or medical intervention as a result of this event.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.